Event description:
It was reported that 7 days post stenting procedure, the pt expired. The stenting procedure took place in 2005. The pt had a stenting procedure of a symptomatic basilar artery focal 50% stenosis with a 2.25mm x 8mm express2 stent. This procedure was uneventful with immediate patency, and the pt was discharged 2 days later on aspirin and plavix. One week later, the pt presented with seizures with severe neurological deterioration (pupils non-reactive) angiography showed complete occlusion of the stented basilar artery segment. The pt was started on lytics (reopro) and an angioplasty was done with a maverick balloon to achieve patency. Despite vessel recanalization, pt never improved clinically and expired.

Manufacturer narrative:
As the stent remains implanted, and the delivery device has been confirmed as disposed, no product analysis can be completed and no root cause determination can be made.